Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, the distal cover fell off the scope because it was likely attached improperly. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. Hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover.¿ with a new single use distal cover, repeat step 1 through 8.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, at the end of an ercp with destruction of calculi, the patient coughed out the distal cover from the scope after she was extubated. The distal cover was intact and physicians were notified. The patient's procedure also included foreign body/stent removal, sphincterotomy/papillotomy; endoscopic cannulation of papilla with direct visualization of pancreatic/common bile ducts; endoscopic catheterization of the biliary ductal system, radiological supervision and interpretation. The customer reported no patient injury. A request for additional information is in progress. This event includes 2 reports: (B)(6): maj-2315, (B)(4). (B)(6): tjf-q190v, unknown. This report is 2 of 2.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was obtained from the customer. The patient coughed-up the cap after she was extubated. There was no delay to the procedure. The patient had no injury from this event. She is still experiencing upper quadrant discomfort which a physician is following. The endoscope and distal cover were inspected prior to the procedure, but there were no issues found. After attaching the distal cover to the scope, it was inspected for damages and there were no issues found. The customer's endoscopy tech was on a video chat with the olympus rep during the application of the distal tip cover to ensure the proper step by step application and securing of the cover. The customer was unable to confirm whether the distal cover was pulled or twisted to make sure it does not come off. There was no anti-fog agent applied to the scope lens. However, a water-based lubrication jelly was used, and is used during all of the ercp procedures. The customer did not report this event to the FDA. The endoscope was last serviced by a third party (agiliti service team) on sept. 10, 2022.